Event description:
It was reported that during a lap enterocolostomy, the jaws did not open after firing. The device was used around the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).